Manufacturer narrative:
Upon review of the device history for the serial number (B)(4) it was determined that the device was manufactured on 02/24/2015 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Due to the age of the device and the fact there are no repairs available for the video baton the customer was advised to replace the glidescope avl video baton 3-4. The customer declined to send their video baton to verathon for evaluation; therefore, the cause could not be conclusively determined. However, it is likely that the age of the device, three (3) years caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear intermittently with green lines on the display when the cable was manipulated. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.